Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Information received by medtronic indicated that the insulin pump was flashing on and off and stop alarming. Customer stated that display was flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a crack in the circuitry located to the right of the lcd controller. Unable to perform displacement and self tests due to the display anomaly.